Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Cont: concomitant medical product: 8600, auto ID scanner.

Event description:
The customer reported that an unspecified infusion free flowed when in use on a patient .although requested, no additional information about the patient, medication, or event provided.

Manufacturer narrative:
The customer¿s reported experience with a free-flow event was not confirmed. Visual inspection showed no anomalies. Log analysis showed that on (B)(6) 2018, the user programmed channel a (pump module s/n: (B)(4)) to infuse ¿.plain IV fluid¿ (drugid = 1) with a basic secondary (no drug information available) with a rate of 25ml and a vtbi of 100ml. The user started the infusion at 8:10am. At 9:42am the user paused channel a and programmed channel b (pump module s/n: (B)(4)) to infuse ¿diltiazem¿ (125mg/125ml) (drugid = 168). The diltiazem infusion started at 9:42am with a programmed rate of 5ml/hr and a vtbi of 100ml. The user channeled off channel a just seconds later. At 9:44am, the user selected channel a and programmed and started an infusion identical to the device¿s prior infusion. At 11:18am, the user increased the rate of channel b to 10ml/hr. The secondary infusion on channel a completed at 1:48pm, followed by the primary infusion at 2:48pm. The device entered kvo mode, and then the user channeled off the devices 15 seconds later. Channel b continued to infuse until 8:10pm, at which time the user programmed a series of delays. Following the delay on channel b, a ¿door opened¿ alarm and then a ¿flow-stop open¿ alarm (3 seconds) occurred. The user changed the vtbi to 120ml (indicating a probable bag change), and started the infusion at 8:36pm. The user experienced a series of ail and ¿flow-stop open¿ alarms. The user restarted the infusion and it continued for over 6 hours, until 2:45am on (B)(6) 2018, when an ail alarm occurred. Approximately 17 minutes later, the user paused the device, and then shut down the system. The customer reported pump module s/n: 13109212 (the device on channel a) as the source device; however, this device appeared to complete the programmed infusion without any notable events. In addition, it was last used approximately 13 hours prior to the reported event time. On the other hand, around the reported event date and time, pump module s/n: (B)(4) (the device on channel b) exhibited a series of ail and ¿flow-stop open¿ alarms, and the infusion ended with an ail alarm, having only infused approximately 61ml of the programmed 120ml. Because of the lack of event details, it is suspected that the wrong device may have been reported as the source device; therefore, both devices will be tested and inspected. The pump module passed all the rate accuracy testing. The root cause of the customer¿s report of a free-flow event was not determined.